Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 165 mg/dl the customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.